Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. There was force sensor test error in the event history log (ehl). Occlusion and flow tests were performed. The customer reported product problem was not reproduced during functional testing. The customer complaint was verified on the basis of the ehl findings. The problem source of the reported product problem was unknown. A root cause was not established. The force sensor and plunger cable were replaced as preventative measure.

Event description:
It was reported that the medfusion pump exhibited a force sensor failure. No patient injury or complications were reported in relation to this event.